Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Three (3) attempts have been made by phone to obtain; patient treatment settings, patient information, patient photos, and sun exposure, which were provided, except for patient photographs. An examination of the subject device by a lumenis technical expert concluded that after verifying all system functions including calibration and energy output verification, the subject device operated well within manufacture specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. A lumenis healthcare professional reviewed the reported event details and concluded: "skin type vi patient treated after a 15 minute test wait time. Lumenis protocol recommends at least a 72 hour wait time with this skin type. Patient was also treated with presets for a skin type v. Patient also treated with steroid cream and an antibiotic." The professional concluded the root cause of the reported event to be operator error. A review of device label states: warning - perform test spots on patients and assess skin response before performing a full treatment. Side effects may not develop until several days following exposure. Test spot prior to treatment to determine the maximal tolerated dose for untanned skin types I-IV, wait at least 15-30 minutes after the test spot to observe tissue reaction. For skin types v-vi and acceptable tanned skin, wait at least 48-72 hours after test spots to observe tissue reaction. Always allow adequate time between test spot and actual treatment. Based on the information above, lumenis determined that the event is reportable per MDR decision three.

Event description:
A user facility reported that one (1) patient sustained second degree burn to the legs and bikini area following treatment with lumenis lightsheer desire laser.